Event description:
The previous ccpd treatment ended on a drain with a positive uf. Patient did not do a manual exchange during the day. Then patient's nephrologist increased patient's fill volume prescription for the copd treatments. During patient's first treatment with new prescription, patient stated waking up feeling full, pain in stomach and could not sit up. Patient then did a stat drain. Per treatment data from the cycler, in fill 4 patient filled with 2407 ml and stat drain 4554 ml. Patient was able to continue and complete the treatment. Patient stated feeling better after the drain. Treatment data from event. Drain 0:229 ml, fill 1:2516 ml, drain: 2614 ml, fill 2:2407 ml, drain 2: 2605 ml, fill 3: 2397 ml, drain 3: 2592 ml, fill 4: 2407 ml, in dwell 4, patient did a stat drain 4: 4554 ml, fill 5: 2496 ml, drain 5: 2604 ml, fill 6: 2407 ml, drain 6 3127 ml.

Manufacturer narrative:
A medical record review was performed on the patient's treatment data and medical information obtained. A large drain volume was reported after during drain 4. Per pd nurses, the patient had no serious injury or require medical intervention as a result of the reported large drain. The device is currently undergoing an evaluation. A supplemental report will be submitted upon completion of the evaluation.